Manufacturer narrative:
D2b. Prosthesis, hip, semi-constrained, metal/ceramic/polymer, cemented or non-porous, uncemented. H6. Investigation results- there is no device information provided. The cause of the patient¿s pain cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition as associated with the interaction between the implanted device and the patient due to patient illness, unique anatomy, or other condition that impacts the performance of the device. These devices are used for treatment not diagnosis. There is no other information available.

Event description:
It was reported via legal documentation that a patient with a hip arthroplasty is complaining of pain and suffering. There is no other patient demographic or medical history available. There is no information about the device; there is no device return. There are no photos or other images of the device provided. No additional information is available.